Event description:
It was reported that during a lap chole procedure, the first clip did not come out. Another device was opened and the same thing happened. This was across the cystic duct, which caused bleeding, but was controlled with graspers. A third device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Malformed clip and misassembled instrument evaluation summary: the el5ml instrument was returned with a pear shaped clip on the jaws. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements. The instrument locked out as intended; however, the indicator wheel orange portion did not show up. The post close to the indicator wheel aperture area was not aligned with the corresponding orifice, therefore, at the time of welding, the misaligned post did not allowed the indicator wheel to move as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.